Event description:
During a surgical procedure where the patient was in a lateral position, the blanketrol pad was in use. Near the end of the procedure, the patient slid off of the pad and was lowered to the floor. Securement devices were in place.